Event description:
It was reported by the customer that states she is trying to drain her husband's pleur catheter and she is noticing some leaking from the tip of his catheter. Caller states she has been performing his drainage procedure two days a week for about three months. She states she has never noticed any leakage and she is unable to drain him today. Caller states she usually drains about 750 - 900ml but was not able to get anything this time. Confirmed that she did not stick anything into the catheter valve. Verbatim: rcc received complaint via email. Email(s) attached. Question: caller states she is trying to drain her husband's pleur catheter and she is noticing some leaking from the tip of his catheter. Caller states she has been performing his drainage procedure two days a week for about three months. She states she has never noticed any leakage and she is unable to drain him today. Caller states she usually drains about 750 - 900ml but was not able to get anything this time. Response: confirmed that she did not stick anything into the catheter valve. Encouraged caller to discard this drainage bottle and try a new drainage bottle making sure the catheter valve is connected securely. Explained that if she continues to notice drainage and is unable to perform a thorough drainage, to contact his doctor as soon as possible. The catheter valve may be damaged and may need to be replaced. Confirmed her husband is not in distress presently, but that if he needs medical attention to take him to the ER immediately. Customer wife (B)(6) and stated that the bottle was not the issue. She stated that she didn't connect the tube correctly and wanted to let us know it was not our product that had the issue.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information and as stated per the event description this issue was related to misuse error. "Customer wife ci and stated that the bottle was not the issue. She stated that she didn't connect the tube correctly and wanted to let us know it was not our product that had the issue." Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that states she is trying to drain her husband's pleur catheter and she is noticing some leaking from the tip of his catheter. Caller states she has been performing his drainage procedure two days a week for about three months. She states she has never noticed any leakage and she is unable to drain him today. Caller states she usually drains about 750 - 900ml but was not able to get anything this time. Confirmed that she did not stick anything into the catheter valve. Verbatim: rcc received complaint via email. Email(s) attached. Question: caller states she is trying to drain her husband's pleur catheter and she is noticing some leaking from the tip of his catheter. Caller states she has been performing his drainage procedure two days a week for about three months. She states she has never noticed any leakage and she is unable to drain him today. Caller states she usually drains about 750 - 900ml but was not able to get anything this time. Response: confirmed that she did not stick anything into the catheter valve. Encouraged caller to discard this drainage bottle and try a new drainage bottle making sure the catheter valve is connected securely. Explained that if she continues to notice drainage and is unable to perform a thorough drainage, to contact his doctor as soon as possible. The catheter valve may be damaged and may need to be replaced. Confirmed her husband is not in distress presently, but that if he needs medical attention to take him to the ER immediately. Customer wife ci and stated that the bottle was not the issue. She stated that she didn't connect the tube correctly and wanted to let us know it was not our product that had the issue.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a2301 patient problem code: f24 h3 other text : see manufacture narration.